Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and shifted drive support disk. Unable to test for a33 alarm due to motor error alarm. The insulin pump was monitored and no low battery alert noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Mother also stated that the label sticker seemed discolored. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was 182 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.